Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod less than 1 hour. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.